Manufacturer narrative:
Visual and functional inspections were performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The device was prepped prior to use with no issues, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and noted balloon scratches appears to be related to operational circumstances of the procedure. It is likely that during advancement and/or inflation, the balloon outer surface became damaged and/or compromised against the heavily calcified lesion resulting in the reported/noted pinhole balloon rupture during inflation at 8 atmospheres. The noted scratches near the rupture location also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the 5.0x150 mm armada 18 balloon catheter was prepared according to the device instructions for use. The armada was advanced without resistance to the heavily calcified popliteal artery. It was inflated one time to 8 atmospheres for 180 seconds when it ruptured. Another same size armada 18 was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.0x150 mm armada 18 balloon catheter was prepared according to the device instructions for use. The armada was advanced without resistance to the heavily calcified popliteal artery. It was inflated one time to 8 atmospheres for 180 seconds when it ruptured. Another same size armada 18 was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.